Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure a grommet/setscrew problem was observed. The lead was placed in the header three times and each time the lead impedance was greater than 3000 ohms. The cardiac resynchronization therapy defibrillator (crt-d) was not implanted and was replaced. No patient complications have been reported as a result of this event.